Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited drop in r-wave and increased capture threshold. Fluoroscopy was performed which revealed perforation. The patient was brought into procedure and the lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.